Event description:
A hospital in (B)(6) reported that the mask seal of an rt040 full face mask separated from the shell. There was no patient consequence.

Event description:
A hospital in (B)(6) reported that the mask seal of an rt040 full face mask separated from the shell. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mask was returned and visually inspected. Results: the visual inspection revealed that the seal was partly separated from the mask base starting near the chin. The visual inspection also revealed that the seal was glued properly with a continuous bead of glue. Indents in the glue line show that the seal was properly inserted into the base. A lot check revealed no other complaints for this lot number. Conclusion: the rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. We are unable to determine the root cause of separation. The visual inspection of the returned complaint mask show that the mask was assembled and glued properly. This suggests that the separation occurred post-production, possibly due to the drying out or separation of the glue due to adverse effects of transport or storage conditions. (B)(4).

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare, (B)(4). We will provide a follow up report upon completion of our investigation.